Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a leak from their unicel dxi 800 access immunoassay system. The leak was coming from the fluids tray area spilling onto the waste jugs and the floor. There were no reports of injury to the user. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse found the peri-pump tubing to be leaking. The fse replaced the tubing and all pumps were tested. The fse initialized and primed the system with no further issues. Bec identifier for this report is (B)(4).